Event description:
Surgeon inserted grasper into port and two pieces of plastic fell into abdominal cavity. Physician retrieved the larger piece, but unable to find smaller piece. Surgeon determined risk of to retrieve out weighed risk of leaving in.